Manufacturer narrative:
Date sent to FDA: 9/14/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016 during which the surgeon performed ¿lysis of adhesions with excision of small bowel from the previously placed mesh¿. It was reported that the patient underwent exploratory laparotomy and drainage for small bowel dehiscence on (B)(6) 2016. It was reported that the patient experienced severe pain, hernia recurrence, nausea, bowel excision, revision surgery, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.